Event description:
On (B)(6), 2011, a doctor alledged that a patient possibly had an allergic reaction to the distal jet appliance.

Manufacturer narrative:
The doctor prescribed an antibiotic and benadryl for the alleged allergic reaction. To date, the patient is doing fine and has fully recovered. A new appliance will be remade with a different material with regard to patient comfort.